Manufacturer narrative:
Onsite engineer replaced the uninterruptible power supply (ups) batteries as per the request of the site during planned maintenance. Replaced batteries were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the site requested to have the mobile view station (mvs) ups batteries replaced during planning maintenance. There was no patient present when this issue was identified.